Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use during insertion. The patient replaced infusion set and resumed insulin successfully. No further information available.